Manufacturer narrative:
D10: tri 2.0 sigtrs60axt 60 xtra thk 15mm (lot#n9f0447y); unknown stapling device (sn:unknown); unknown egia adapter (sn:unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement, and the buttress was torn from the distal end on the cartridge side. Functionally, the reload was loaded into a representative instrument for functional testing, and was applied to test media. All staples were placed, and the test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The evaluation detected an unreported condition: the buttress material was torn from the reloads sutures. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach using the first reload, a poor staple formation was noted. Also, the reinforcement material layer was not fully attached to the anvil so it cannot be used. An incomplete staple distally was noted on the second reload. The staple line was fixed using another reload. There was no patient injury.